Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation of a pacemaker dependent patient, pacing frequency lower than basic rate was observed. During capture threshold test, intermittent capture was noted. Lead was replaced on (B)(6) 2016. Patient's condition was good during and after the procedure.